Event description:
The pt reported experiencing elevated blood glucose of 277 mg/dl prior to lunch and 322 mg/dl an hour after lunch. She stated e4 (occlusion) error was displayed on the infusion device while attempting to change the insulin cartridge. The pt was assisted with clearing the error. Two hours after lunch the pt's blood glucose elevated to 500 mg/dl and she was advised to go to the hospital for treatment. She was treated at the hospital with an insulin IV. No further info is available. No products will be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.